Event description:
The international customer reported the ventilator displayed a pressure regulation high occurrence. The customer reported the device was not in use on a patient. A pressure regulation high occurrence during normal ventilation mode operation may result in a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service technician was unable to duplicate the reported event. Review of the device diagnostic log noted the pressure regulation high vent inop occurrence. The device was checked overall and operational testing passed.